Event description:
The rep reported the device was used during a simple mastectomy, laparoscopic hysterectomy and salpingo-oopherectomy. It was reported the atb35 was used with the white cartridge was used across the mesoappendix. The staple line did not hold and the bleeding had to be controlled using endoloops. The surgeon stated the pt had normal tissue. This resulted in extended or time of less than ten minutes.